Event description:
In 2009, the patient reported experiencing elevated blood glucose of 250 mg/dl and she stated "it's just not coming down, like I am on an insulin pen." Her normal blood glucose range is 75-140 mg/dl but rarely higher than 200 mg/dl. She stated that she does notice air bubbles in the insulin cartridge and she was assisted with priming them from the system. She stated that she allows insulin to reach room temperature prior to use. She stated that she does have scar tissue and she has noticed dampness at the infusion site as if insulin is not absorbed. She stated that she currently has sinus infection and she is under a lot of stress. She was sent infusion sets with a longer cannula length. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.